Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to try and resolve the issue; however, the issue persisted. The customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.